Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the device was beeping and will not turn on. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was beeping and will not turn on. Due to the noted issue, a replacement ac module will be needed to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ac module. A new ac module will be need to resolved the noted issue. No further investigation or action is warranted.